Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that an anchor of the speedbridge implant system with swivelock began to crumble upon implantation. Approximately three quarters of the anchor remained in the patient. Follow-up investigation: the surgeon inserted all four of the speedbridge anchors. One anchor had begun to crumble on insertion, leaving approximately 3/4 of the anchor implanted. The surgeon felt the remaining 1/4 that crumbled was fully retrieved. Surgeon left the 3/4 portion in place and felt it was secure in the bone. No further intervention was taken.